Manufacturer narrative:
The customer¿s report of a leak was initially confirmed when the samples were tested as received with the smartsite loosely connected to the female luer of the extension set. Upon retesting after securing the connection, the connected set and smartsite infused with no leaking. The extension set and smartsite were visually inspected; under magnification a very thin hairline crack in the female luer was noted. No leaking from the crack was noted during functional testing and pressure testing when the sets were properly connected. Dimensional testing results on the female luer of the extension set were within specification. The root cause of the leak was not identified but the event was likely related to the mating components not having been securely connected.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer a leak during an infusion of vincristine 0.5mg in 25ml to infuse at 100ml/hr. The leak appeared to be coming from the connection of the "cap" to the syringe tubing. There was no patient harm.